Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that part of display screen was going dark. Customer's blood glucose was 296 mg/dl. Customer reported that insulin pump was not dropped, but states that display screen may have been going dark due to "weaking" close to warm skin. Customer was advised that insulin pump would need to be replaced.